Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 501 mg/dl. The customer was not assisted with troubleshooting. Customer states they received pediatric sets and reservoir and has been having issues with the cannulas bending. The insulin pump will not be returned for analysis.